Event description:
Elderly female with history of hypertension and new onset atrial fibrillation. Procedure: infusion of IV magnesium. Delivery set rate was correctly programmed, but magnesium infused quickly. No known harm to patient. Infusion pump removed from service and report run. Manufacturer response for bd alaris pump, bd alaris pump (per site reporter). Report run.